Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad traces. There were no scroll bars that moved up and no prime anomaly. The insulin pump was primed with 3 units and the device was primed properly. The device had a cracked display window corner, scratches on the lcd window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 517 mg/dl. Customer treated their high blood glucose with a bolus delivery. Troubleshooting for keypad anomaly was performed. Customer advised during a bolus attempt the numbers did not ramp up on their own. Customer advised the scroll bar moved without input. Customer stated that the buttons did respond. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.